Manufacturer narrative:
Device eval summary: device eval of battery charger has been completed. The reported problem was reproduced. The charger was defective when evaluated. The connector at the base of the battery charger would not stay in the battery charger base. The connector was replaced. The battery charger was retested and restocked. The root cause of the defective power brick is unk, but is likely mismating of the connectors. No adverse event resulted from the damaged battery charger. The pt received a replacement battery charger.

Event description:
The lifecor territory mgr (tm) of a male pt contacted lifecor customer support to report that the battery charger was not functioning. He stated that it would not light up at all. The tm tried multiple outlets and checked all connections. The tm replaced the pt's battery charger.